Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends. Additional information has been requested but not yet received. Should new information become available, the record will be reassessed.

Event description:
According to the reporter, during a transesophageal hiatal hernia repair on (B)(6) 2013, a piece of mesh was placed. Following that procedure, it was discovered in 2013 that the mesh had migrated to the patient's stomach causing an ulcer and infection. That same year, the surgeon removed most of the mesh and part of the stomach. Some of the mesh had to be left on the liver and large blood vessels. The patient has since been diagnosed with gastroparesis and is on a very strict diet. The patient has reported continuous severe pain at the operative site. Additional information has been requested but not yet received.